Manufacturer narrative:
This is an open complaint that is still being evaluated. We are working to obtain radiographs to document any signs of perio implantitis. Broken implant will also be analyzed using sem to verify conclusion and the FDA will be updated with additional results. Conclusion: the results of this analysis would indicate that the implant failed due to a high cycle ductile fatigue fracture. Further analysis with sem will be done to verify this conclusion.

Event description:
A 4mmx12mm post dental implant was placed in pt on (B)(6), 2007. The implant broke and was surgically removed on (B)(4), 2010.